Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer sent a message and reported that they received emergency medical assistance due to low blood glucose of 34 mg/dl at the time of the incident. The customer had a car accident during the low event. The customer did not provide further details in their message. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not be reached. The customer believes the recalled sets caused their low and car accident. The insulin pump will not be returned for analysis.